Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h1--type of reportable event corrected from "malfunction" to "serious injury" a lot history record review was completed for lot 3000415583 the only lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the only lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Neither a lot/serial number or a manufacture/expiration date was provided, therefore only a partial UDI # could be provided.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was not cutting and sealing. There was energy, but the jaws would not have enough heat, or cut/seal. They thought it may have timed out so they waited over 1 minute and tried again getting the same result. They switched out extension cable and pigtail and still got the same result. Since the last branch was so close to the wrist, they were able to clip the last branch manually with a clip and completed the case. After they were done with prepping the radial they tried to burn the device on a wet lap to test it again and it worked fine. Delay for the time it took to switch out the cords. No harm.

Manufacturer narrative:
Tw ID# (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.